Manufacturer narrative:
(B)(4). Batch # m54m1x. The analysis results found that the ats45 device was received in good visual condition and with a tr45w cartridge loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. The device was disassembled to verify the condition of the internal components and no anomalies were found. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Batch # unk. Additional information requested and received: what was the diagnosis for the nephrectomy? Renal cell cancer. Right or left kidney being removed? Right. Was the procedure a pure laparoscopic or hand assisted? Pure laparoscopic. Were clips used in the surgical procedure? Yes but 3 cm from the renal pedicle. What provisions were made for distal and proximal control of vessel prior to firing? Proper dissection and exposure, no additional vessel control prior to firing. Was the artery and vein taken together? Yes, together. Were any unusual noises noticed when firing? No. Was the force to fire higher or lower than expected? No. Was this the 1st firing of device or was it fired previously in procedure? First and last what is the current patient status? Alive and at home. Is the lot # of the stapler available? Will the reload be returned with device? M4hy04, yes. Are photos or video available? No.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, after firing of the device on the renal artery and vein there was an acute massive bleeding (blood loss two and half liters). There were no visible staples on the vein and just a few staples could be seen on the artery. The staples on the artery weren¿t closed at all (they were wide open). The surgeon needed to convert to an open procedure and a vascular surgeon was called to suture the vessels. The surgeon compressed the tissue during the recommend a fifteen-second period prior to firing (even longer!) And fired the device in one stroke. Patient has spent one night in intensive care.